Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer informed the intuitive surgical inc. (Isi) technical support engineer (tse) that error 26002 occurred. The tse had the customer perform hard power cycle of the patient side cart (psc); however, error 319 occurred after the hard power cycle. The tse confirmed repeated error 319 and 26002 in the logs. The tse advised the customer to use the other three universal surgical manipulators (usms), and the customer continued the procedure under this condition. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system. The system initially powered on without error. The procedure was completed with three usms.

Manufacturer narrative:
Based on the claim against the product by the customer noting repeated errors 26002 and 319, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported errors. The fse replaced the fiber optic cable to resolve the issue. The system was tested and verified as ready for use. The affected fiber optic cable involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint regarding the repeated error was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator (usm) could not be used after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.